Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. A follow up will be sent if additional information is received.

Event description:
Per the independent repair center, the customer alleged problem is unit is leaking and no alarm. The key failure is the tie wraps leak. The non alarming issue is the reason for the MDR filing.